Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws of the device open after the surgeon was rotating the device?

Event description:
Nephrectomy on the vena caval. The clip hold but the jaws did not open anymore. The surgeon has succeeded to remove the jaws by repeating several moves (hand rotation). Competitor clip was used to finish the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was received. Did the jaws of the device open after the surgeon was rotating the device? Yes.